Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) and high pacing thresholds. A new right ventricular (rv) lead was successfully implanted. The hospital retained the lead, so it is unknown if the lead will be returned. No additional adverse patient effects were reported.